Event description:
It was reported to philips that the device damaged external paddles. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty external paddle. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddle. The external paddle was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the external paddles were damaged.